Event description:
This complaint is being reported due to an alleged keypad malfunction. There was no report of product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted; there was no damage observed to keypad. The 'contrast' button is intermittently responsive while the 'down' button was unresponsive. The 'up/ok' buttons were also responsive to user input. All buttons spring back when pressed. With a visual internal inspection, there was contamination observed around 'contrast/down' button contacts.